Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg began to tilt and protruding under the patient's skin. As a result, on (B)(6) 2018, the patient's ipg pocket site was revised, which addressed the issue.